Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation has not been concluded, no conclusion can be drawn. Manufacturing records cannot be reviewed without a lot number. Manufacture date cannot be determined without a lot number.

Event description:
During a tfn procedure, the head of the helical blade coupling screw broke off. The coupling screw would not release from the helical blade. The surgeon removed the entire construct and completed the procedure with a dhs plate and screws.